Event description:
Procedure: cholecystectomy. According to the reporter: some clips were not correctly applied. Three clips were placed on the arterial cystic. The third clip slipped off. Two clips were applied on the cystic canal. The first clip slipped off while the second clip appeared to be secure. The surgery was completed with another device and a drainage was implanted as a precautionary measure. The patient status was reported as good.